Event description:
At about 1430 picked up a 3cc syringe from in-patient pharmacy. After returning to the clinic, rptr positioned the child and prep the site where the needle would be inserted. Inserted the needle in the thigh area, as injected the medication the syringe barrel popped and the rocephin was sprayed all over the mother of the child and another person notified the head nurse. The patient had no ill effect from the needle stick.